Event description:
The customer called to report a blank display. Troubleshooting was performed and the display remained blank. The customer reported a blood glucose reading of 218 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a damaged battery tube connector.